Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. However, there was only intermittent button response on the down arrow button.

Event description:
It was reported that the customer was in a vehicular accident due to hypoglycemia. The reported blood glucose reading was 29 mg/dl. It was reported that the buttons on the insulin pump were unresponsive. Nothing further was reported.